Event description:
This case reported by a diabetes nurse educator via a company representative who contacted the company to report an adverse event with additional information from the initial reporter concerns a female. Relevant medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) human isophane suspension (humulin n), formulation unknown, ten units with meals, via a humapen ergo (cartridge and device color unknown), for the treatment of type I diabetes mellitus. The patient experienced diabetic ketoacidosis (dka) and was hospitalized on two different times on unspecified dates. During one hospitalization, the patient was admitted in an intensive care unit (ICU) for five days. It was reported from an additional report that the patient was in ICU due to an arterial line need to be placed as an IV could not be accessed. She experienced very low potassium levels on an unspecified date. Treatment measures for the low potassium were not provided. In 2008, high sugars that went in the 30s (mmol/l). In another report, her blood glucose on the same day at 12:30, her blood glucose was 30 mmol/l) and she took 30 units of humalog via her humapen ergo. At 2:30 her blood glucose was 31 (mmol/l). The patient called a diabetes educator and the educator instructed the patient to take 30 units of humalog via a syringe and the patient used the same insulin. At 4:00 in the evening (pm), her blood glucose was 17 (mmol/l) and at 6:00 pm, her blood glucose was 10.9 (mmol/l). She went through a few boxes of insulin, was treated with boluses of insulin and used a syringe. The reporter stated that the patient used humalog with a new humapen luxura device with good blood glucose results and the reporter assumed that the insulin was effective. She fully recovered from the events. The humalog and humulin n continued. This case was associated with a suspect humapen ergo (cartridge and device color unknown), attempted to obtain lot control number for humapen ergo, humalog and humulin n; information was not provided. The patient was the operator of the device. The patient was a trained user. The general duration of use and the problem device duration of use were not provided. The reporter stated that the patient did not prime the pen function. She had been trained to do this many years ago but she did not usually test blood glucose regularly. The device was discontinued and the patient started a new humapen luxura device. The return of humapen ergo was anticipated. The reporting nurse stated that the events were related to the device and that since the patient had good results with a new device, the reporter assumed that the insulin was effective and not related. Additional information will be requested. Update 15-feb-2008: additional information received on 13-feb-2008 from the initial reporter. Added age of the patient and added blood sugar result as lab data, changed route of medication to subcutaneous and checked misuse for the device. Changed the relatedness for the drug to no. Updated the narrative with the changes and with new information regarding hospitalization and discontinuation of device.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.